Event description:
It was reported that the anesthesia workstation was contaminated with water. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the anesthesia workstation was contaminated with water from central air supply system, which caused the internal test (afgo valve test) to fail during system checkout. The air gas module and patient cassette were affected and replaced. The issue has been resolved and the device was delivered to the user in working condition. Moisture in a gas module as previous investigation has shown may affect the electronic inside the gas module. The gas module regulate the gas flow and a fault in the gas module may lead to inaccurate gas flow regulation. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The internal test failure was confirmed in the provided device's logs. The cause of the problem was related to malfunctioning hospital's air supply system. A correction of field # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # was required: d1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20; d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200; d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).